Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted.

Event description:
On (B)(6) 2010, this pt was implanted with gore excluder aaa endoprostheses. On (B)(6) 2010, three aortic extender components were implanted. Further investigation is being conducted.